Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's blood glucose was 441 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed high pressure test and the insulin pump did not alarm no delivery. The insulin pump was returned for analysis.